Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 1.5mm hex driver tip, locking groove (part number 80-0728, batch 600482) was examined visually under magnification. The returned portion of the driver was broken; instead of terminating in a standard 1.5mm hexagonal male drive feature, the tip instead terminates with a fracture surface. The main body's driver interface terminates with two fractured surfaces; the primary fractured surface was perpendicular to the device axis whereas the smaller secondary surface was slightly oblique. The fractured surface was effectively a smooth, flat plane with light, sporadic texturing; regions adjacent to this fracture plane exhibited no stretching or necking (i.e. No signs of ductility). There were no regular occurrences of progression/beach/seashell marks on the fractured plane itself (i.e. No signs of fatigue). The smaller secondary fractured surface appeared similar. The observed driver damage did not suggest a ductile failure mode, nor failure from fatigue. Observed phenomena suggested a brittle failure mode; brittle failure may occur when unusually large torques are applied to devices. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated to 10 and 3331. Investigation findings code (annex c): updated to 3243.

Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation; however, the results of the investigation are inconclusive as the device was not received for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery, the distal end of the 1.5mm hex driver tip broke off in the head of the screw. The surgeon was able to remove the broken piece of metal. Per information received, the surgeon did not want to use the silver handle with the 1.5mm hex driver tip. The broken 1.5mm hex driver tip was replaced with another 1.5mm hex driver tip, and the surgery was completed. This issue prolonged the surgery by 3 minutes. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00467 for the screw involved in this event.